Event description:
The customer reported bone loss and gum recession on lower anterior, upper and lower molars while wearing the aligners. Medical intervention is required and a gum graft will be performed. Aligner treatment was not discontinued.

Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions that led to bone loss and gum recession. This event not reported within the required 30-days is covered by CAPA # (B)(4).